Event description:
New information states that the lead was laser extracted and replaced on (B)(6) 2021, due to high thresholds. It was noted that the threshold was high due to scar tissue. While removing the lead, the generator was dented due to user error. Dft test was performed and the device exhibited a successful response. Since the test was successful, the physician elected to continue using the generator. No malfunction was alleged on the generator. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic after receiving vibratory patient notifiers. It was noted that the right ventricular pacing lead impedance and capture threshold were high. Lead was noted to be fracturned. No intervention was reported. The patient was stable.